Event description:
Olympus was informed that during a colpotomy procedure, the teflon pad was observed to be loose. The device was replaced and the intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with user facility to obtain additional information regarding the reported event via email and in writing but, with no results.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and no anomalies were found. A visual inspection noted tha the teflon pad was found to be twisted and separated from the jaw exposing metal. The proximal end off the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damaged can result from continuous activation of the output without tissue between probe and grasping section.